Manufacturer narrative:
The investigation into the patient's limb ischemia has been completed. The impella cp was not returned for evaluation. As per clinical, patient lost pulses on impella leg with fem-fem bypass resolving ischemia. The cause of the limb ischemia issue was patient condition related with fem-fem bypass resolving ischemia on right leg per clinical review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 65-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported while on impella support the patient had limb ischemia. A percutaneous fem-fem bypass was performed. No blood products were given to the patient.